Event description:
The customer's mother reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading at the time of the event was 500 mg/dl. Prior to the event, the patient had issues with his blood glucose levels. The customer was treated with intravenous fluids. The customer was unable to troubleshoot. The current blood glucose level is 250 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.